Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection was performed; a battery low alarm was identified during evaluation. The cause was a swollen main battery. The main battery was replaced to fix the malfunction. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump experienced a battery low alarm. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.